Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, serious limitation, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The tibial insert was revised with no alleged product deficiency. The patella component was retained. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.